Manufacturer narrative:
(B)(4) initial report additional information, including confirmation of device details, post primary and pre revision x-rays, location of the explanted devices and patient medical history has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Operative notes have been provided and will be reviewed at corin. Upon confirmation of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed.

Event description:
Unity revision due to instability.

Manufacturer narrative:
Per 2287 final report the appropriate device details were provided. Manufacturing records were retrieved and reviewed. It was found that the parts conformed to material and dimensional specifications at the time of manufacture. Additional information such as xrays and operative notes were provided. It was found that the reason for revision was tibial loosening and that the patient was in fact initially implanted in (B)(6) 2017 and underwent 2 others revisions related to knee stability in (B)(6) 2018, and in (B)(6) 2018. The patella subluxation was confirmed on the pre-revision xrays of the last revision (in (B)(6) 2019). The rootcause is unknown but some external factors were identified which could have caused the knee instability: falls, the damaged soft tissues (weakness of the quadriceps tendon and medial collateral ligament separation) and poor bone quality. It was reported that the patient is now doing well. Additional xrays were requested, from the 2 other revisions and of the initial implant, and were not provided. No further investigation can be performed without these xrays and without the devices being returned. Thus, this case is now considered closed. Should additional information be provided, the case will be reopened. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision due to instability.